Event description:
It was reported that the pump touch screen was timing off sooner than expected. A replacement pump was arranged to be sent to the customer, who will use manual injections for insulin therapy in the meantime. The customer¿s blood glucose (bg) level was displayed as ¿high¿ with ketones; however, a specific value was not provided. Customer administered a manual correction injection and took a walk to address bg. Reportedly; the customer sustained a leg injury during ambulation. Ultimately, emergency services were called who transported customer to the hospital for treatment. Further details and nature of hospitalization were not provided as customer declined further troubleshooting.